Event description:
The reporter stated that there was air in the line during set up. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The customer indicated that the product was unavailable for return. The customer also indicated that the exact lot number was unk. The device history could not be reviewed without a reported lot number as a reference. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product eval. This issue is being monitored. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.